Manufacturer narrative:
Device passed rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 alarms noted during testing. Motor was tested outside of the device and passed. No motor anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer's blood glucose level was 270 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer stated alarm occurred after rewinding. Customer stated insulin pump was not exposed to a high magnetic field. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.